Event description:
It was reported a safe state occurred. Alarm heard and confirmed in device logs. It was noted, the alarm was heard on (B)(6) 2012 when the patient was installing a computer at home, and began having withdrawal symptoms, "increased pain," and "flu like symptoms." It is unclear the cause of the safe state. It was discussed that the patient would use his patient therapy manager (ptm) programmer to monitor for alarms and another safe state occurrence. The device system was used to infuse bupivacaine and dilaudid. No further information was reported.

Manufacturer narrative:
Patient programmer: model 8835 serial# (B)(4), implanted: na, explanted: na. Catheter: model 8709sc, serial# (B)(4), implanted: 2012 (B)(6). (B)(4).